Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to around 30 mg/dl. The paramedics were dispatched on (B)(6) 2016. Her blood glucose level was 31 mg/dl. She was not sent to the hospital. The customer was treated with oral glucose and IV glucose. The customer was wearing the insulin pump at the time. The customer had surgery and cannot eat. The device was not returned.